Event description:
Device report from (B)(4) reports an event in the (B)(6) as follows: the patient reported she had surgery on (B)(6) 2004, at which time the surgeon implanted four uss pedicle screws tan with an associated plate of pure titanium. She complains that several times a day the whole thing turns into a positive pole. It bothers her especially the amalgam in the teeth. These teeth are now gone. Sometimes she experiences tingling. She would like to know what is the composition of tan? What percentage of each? Which redox potential for tan? According to a product manager at depuy synthes in solna the screws made of tan no mention of the plate material. This complaint is for an unknown plate. This ia report 2 of 2 for (B)(4).

Manufacturer narrative:
The complaint handling unit reported since the concerned article was not returned for analysis and the exact article/lot number is not known the complaint cannot be fully analyzed and we are not able to give a conclusive statement regarding a possible failure reason.

Event description:
In 2004 the surgeon used larger packages with screws in various thicknesses and lengths, all uss ii. Verification of the composition of the materials was questioned with regards to if all parts are made of pure titanium. The (B)(6) responded with a confirmation of the materials used for synthes metallic surgical implants, this confirmation is available in the original complaint file with synthes.

Manufacturer narrative:
Without a lot number, the 510k number could not be provided. Without a lot number, the history records review could not be completed. The investigation could not completed, no conclusion could be drawn, as no product was received. Placeholder.